Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-115mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored inside the bathroom, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 90mg/dl and 89mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 66,67,71,72mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-115mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored inside the bathroom, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 90mg/dl and 89mg/dl fasting. Reviewed meter memory: (B)(6). Adverse event not reported.